Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with transient light sensitivity and burning sensation in the left eye(os) post treatment. The patient was treated with prolensa to resolve symptoms. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient¿s comments were of transient light sensitivity, tearing, burning and barely able to open eyes. The patient states the symptoms are worse in the morning and improves as the day continues. Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 .50 x -.25 x 85, left eye pre-op 20/20 .25 x -.25 x 105.